Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient was going to undergo an unknown breast implantation procedure with artoura breast tissue expander 750cc. The healthcare professional opened expander during surgery and noticed there were foreign objects and did not use it at all. There was no patient contact. No further events to report.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that b1 adverse event and b2 other serious were mistakenly selected in the initial report. This event is a reportable malfunction, not an adverse event. Device evaluation summary: during visual evaluation, two dots of clear material were observed inside the shell, the area was cut to identify the composition by ft-ir analysis (fourier transform infrared spectroscopy) and it revealed the particles were primarily composed of methyl siloxane-base material, better known as silicone, confirming that the implant shell is the source of origin. This is not considered foreign material. According to the manufacturing investigation, it is a cosmetic defect that will no cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur, and it is acceptable under the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 7598735, and no non-conformance's related to the reported complaint condition were identified. There are inspections to evaluate finished devices for excess material and other types of defects. These types of inspections are human based, and therefore have an opportunity for an item to not be detected. The overall complaint rate for similar complaints to the units manufactured over the past 2 years demonstrates that the actual performance of the inspection is robust and higher than the method capability. Based on the above evaluation, no further manufacturing action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the manufacturing record evaluation (mre) was performed for the finished device number 7598735, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/16/19, it was reported to mentor that the lot number is 7598735. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).